Event description:
The customer has observed false positive results on one patient sample for the toxoplasma igg assay on an immulite 2000 instrument. The patient sample was tested in (B)(6) of 2013 when the patient was pregnant and the result was negative. The patient was then retested post childbirth on two separate occasions and the result was positive. The samples were also tested on two alternate platforms and the result was negative. The initial positive results on the patient sample was not reported to the physician(s). The negative result obtained on the alternate platform was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the patient data. The cause of the false positive toxoplasma igg result on the patient sample is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00527 was filed on (B)(6) 2013. Additional information ((B)(6) 2014): siemens global product support (gps) contacted the customer requesting additional information and to see if additional sample was available for further evaluation and testing. The customer has declined to provide any further information. Siemens global product support (gps) reviewed the main database from the customer site. Based on the review it was noted that the customer had run approximately 252 toxoplasma igg samples. Of these samples 4 were falsely positive. This is an approximate specificity of 98.4% which is in agreement with siemens claim of 99% as stated in the instructions for use (IFU) for the toxoplasma igg assay on the immulite 2000 instrument. The analysis of the data has been provided to the customer. The system is performing according to specifications. No further evaluation of this device is required.